Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown knee tibial tray component; unknown knee femur component; attune cr rp insrt sz 6 8mm tibial insert component; unknown knee patella component; unknown bone cement.

Event description:
The patient was revised to address infection. Wash out and poly exchange were performed. Doi: (B)(6) 2018; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.